Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. Customer¿s blood glucose was 114 mg/dl. Customer reported that they woke up and went to bolus, and notice the middle button was slip, the bat in between all the plastic, and the screen, a bar the keeps the screen in, is coming off, is like peeling off. Customer also reported that buttons look like they are raised. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case at battery tube side and keypad overlay texture damage.